Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "infection can lead to failure of the procedure." Manufacture date ¿ october 2014.

Event description:
Patient underwent an irrigation and debridement procedure approximately one month post-implantation due to infection. The patient underwent a second irrigation and debridement procedure approximately two months post-implantation due to infection and pain. The screw and competitor graft were removed during the procedure. Operative report noted left knee effusion, reactive synovitis, and fluid with wispy cystic material during the second irrigation and debridement procedure.